Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed the device did not properly diagnose a ventricular tachycardia at the initial detection. The patient presented to the clinic and programming changes were recommended. The patient condition is good. No further information is available.